Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported to fresenius that they have been experiencing frequent transmembrane pressure (tmp) alarms due to the new transducer protectors that come with the combiset bloodlines. Additional information was obtained through follow-up with the cm. The cm confirmed they have experienced ongoing connection issues with the new transducer protectors. The reported issue is interrupting and delaying treatments. The cm was unsure how many times this has occurred exactly; it's happening frequently. The cm confirmed that it¿s not a staff-related issue. The staff are installing the bloodlines according to the instructions for use (IFU), and the transducers are being attached correctly. The cm said the transducer protectors are too small and don¿t fit properly in the transducer port. This causes frequent transmembrane pressure (tmp) alarms to occur on the machines. Air detector alarms are also occurring. The cm explained that air is being sucked into the circuit due to the ill-fitting transducer protectors. On occasion, small air bubbles are observed in the arterial chamber and in the dialyzer. The reported issue requires staff to change out the transducer protectors for the old ones which are known to work better, and typically the treatments are then continued with no further issues. On occasion, the tmp alarms continue after they replace the transducer protectors. There have been instances where patients have lost blood due to the amount of air entering the circuit. An estimated blood loss volume could not be provided. The staff occasionally has to re-string the machines with new supplies for the patients to continue treatment or move patients to different machines. It was confirmed that there have been no adverse events. Although there have been no missed treatments, some patients are receiving shortened treatments. The facility¿s biomedical technician has not found any issues with the machines. The machines are functioning correctly. No samples from the reported lot were available to be sent back for evaluation. The actual samples have all been discarded, and there were no remaining companion samples available to be returned.